Event description:
It was reported to philips that the customer was unable to perform x-rays due to an oil leakage. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform x-rays due to an oil leakage. Upon troubleshooting fse found that there was an oil leak in the x-ray tube. To resolve the issue, fse replaced and calibrated the x-ray tube, and borrowed pdu (power distribution unit). The system was returned to use in good working order. The defective tube was returned to philips for analysis and the examination of the returned tube did not reveal any definitive defects; it only showed traces of oil on the housing. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data: evaluation method code grid. Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform x-rays due to an oil leakage. Upon troubleshooting fse found that there was an oil leak in the x-ray tube. To resolve the isssue, fse replaced and calibrated the x-ray tube, and borrowed pdu (power distribution unit). The system was returned to use in good working order. The defective tube was returned to philips for analysis and the examination of the returned tube did not reveal any definitive defects; it only showed traces of oil on the housing. The system was returned to use in good working order. The codes were updated based on the investigation outcome.